Event description:
It was reported to manufacturer that the hand held device would not "open/start" despite having been fully charged. A soft reset was performed and the event did not resolve. Attempts to obtain additional info have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.